Event description:
Chemotherapy infusion initiated from IV piggyback. One minute after the nurse started the infusion, the pump peeped and read "proximal occlusion". The secondary line had disconnected from the primary line and was hanging from the IV pole next to the patient. The clave secondary port on the primary line was found to be depressed and the infusion would not run. Primary line needed to be replaced.